Event description:
The monitor screen went blank during a closed reduction /pinning of a humerus fracture. The monitor screen went blank during the case. Lights on the monitor showed it had power and was turned on. Monitor was shut down, power cables disconnected and then reconnected and unit turned back on. Unit stalled on startup and showed screen with doctor in white lab coat and alarms sounded at max level and would not stop. Attempted to shut down, unit would not shut down. Disconnected the power, replaced monitor, vitals engine (physiological patient connections assembly), power supply/data communications assembly and power supply/data cables with spare units. Spare units up and running with zero issues. Vitals engine model number ms14619e549u, vitals engine s/n (B) (6).power supply model number ms14620e530u, power supply s/n (B) (6).all ce inspections on equipment were reported to be current.health professional's impression:data/power cables between power supply and vitals engine were changed out and found not to be defective. A monitor mounting arm is used to hold the three assemblies and the cables move between the assemblies contributed to the wear and tear probably caused the failure. Or clinical engineering was able to re create the problem and correct it by changing the cables. Plan to change kappa's to draeger infinity c700 omega s in 2-3 months. Seven infinity monitors now in use with zero issues.manufacturer response for a monitor, physiological, infinity kappa xlt:reportedly this loaner monitor and components were taken by the draeger tech rep and replaced. We have no information if any problem was identified by draeger.